Event description:
The manufacturer received information regarding a repaired dreamstation auto CPAP device with complaint of black and white specs in the water every morning when she will turn it off. There was no patient harm and injury. Additionally, a troubleshoot of device was completed. The device was unplugged, the filters are removed and the water tank was made empty. Now the device was plugged in directly to the power source and turned on, the patient said no black or white specs this time around. The same steps were repeated by rearranging the whole setup. Again there was no evidence of black or white specs. Despite the three attempts, the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.